Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.